Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was only intermittently operational. The root cause of the non-functional response button cannot be positively identified. There was no adverse event that resulted from the non-functional response button.

Event description:
A us distributor reported that a monitors response buttons were not activating.